Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead complained of chest pain. The lead also had evidence of deceased sensing and increased threshold measurements. A small pericardial effusion had been confirmed. Radiological imaging confirmed that the lead had migrated. Surgical intervention was performed and attempts to reposition the lead were unsuccessful due to helix issues. The lead was explanted. No additional adverse patient effects were reported.